Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed code readiness test.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. The automatic readiness test was failing and prompting "no electrode connected" as the customer was using pads not configured for the test. The test was configured to be performed with CPR/mwp/complete and the customer was using onestep base pediatric and onestep base adult pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.